Event description:
It was reported that the lead integrity alert tripped. It was also reported that the lead impedance increased on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076-45 implantable pacing lead (B)(6) 2006.